Event description:
It was reported that after an elevate anterior implant, the patient experience dysuria and felt pelvic pressure after urination. It was stated to feel like the bladder was not "correctly empty." The event was considered continuing on (B)(6) 2015. No further patient complications were reported at this time.